Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon saw a few peripheral optic fractures near the haptic. The surgeon claims that he has seen about 15 lenses so far mixed toric and non toric cases happened over a span of 6 months during the surgery. Standard phaco completed, patients unaffected and none are explanted. All the affected lenses are still in patient¿s eyes and surgeon does not want to remove them, patient¿s was not noticing a problem.